Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag loaded in a foreign catheter. The unit returned has distal end damage, as part of overall visual revision. The unit matches with the upn provided by the customer. Visual inspection was performed and the device presented: device stuck inside the catheter. The wire was removed from the catheter and was found to be kinked along the body and the spring tip was severely damaged (coilwire unraveled and corewire broken). All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01778. It was reported that guide wire entrapment occurred. Vascular access was obtained via the brachial artery through a 5f non bsc sheath. The target lesion was located in the iliac artery. After a 035/260 magic torque¿ guide wire crossed the lesion, a 7.0 x 100, 135cm mustang¿ balloon catheter was advanced and dilation was performed. After dilation, withdrawing the balloon catheter through the sheath was extremely tight. It was then noted that the balloon catheter and the guide wire became stuck together in the sheath. The entire sheath had to be pulled out from the patient and vascular access was lost. The procedure was abandoned. No patient complications were reported and the patient's status was okay.

Event description:
Same case as MDR ID 2134265-2015-01778. It was reported that guide wire entrapment occurred. Vascular access was obtained via the brachial artery through a 5f non bsc sheath. The target lesion was located in the iliac artery. After a 035/260 magic torque¿ guide wire crossed the lesion, a 7.0 x 100, 135cm mustang¿ balloon catheter was advanced and dilation was performed. After dilation, withdrawing the balloon catheter through the sheath was extremely tight. It was then noted that the balloon catheter and the guide wire became stuck together in the sheath. The entire sheath had to be pulled out from the patient and vascular access was lost. The procedure was abandoned. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).